Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. Seven complaints were received during this report period. Of these, 2 were not returned for evaluation. Two have investigations which are currently pending. Two were determined to be misapplication. One showed no evidence of any device-related fault. All 7 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 7 </noe> malfunction event which is associated with the inability of a device and/or device components to expand or enlarge with the intended inflation agent (e.g. Saline or air). Patient information is not confirmed for 7 events.